Manufacturer narrative:
Initial reporter (dr. Lei lei's) phone number: (B)(6).

Event description:
It was reported that prior to procedure, the device's laser could not be emitted. The procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/canceled procedure with a patient under anesthesia or sedation unknown.